Event description:
According to the hosp, the pt was in respiratory failure and in a last effort external pacing was used. The staff said that the failure to pace did not effect the outcome. The unit was applied with pacing pads and was set to 30ma in the demand pace mode. No pacing was seen so the unit was turned up to 60ma. At this time the defib displayed "pacer failure." The unit was then discontinued and the pt was allowed to expire.